Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased pacing threshold measurements and the lv lead dislodged. As a result, an invasive procedure was performed. The physician elected to explant and replace the lv lead. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.